Event description:
The facility representative reported a flogard infusion pump with "door closing crack." The event was reported to have occurred upon power up in the pediatrics department. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and reproduced during service evaluation. Service has identified the assignable cause as a damaged door latch. The door latch was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.